Manufacturer narrative:
( B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level 400 mg/dl to 500 mg/dl and 300 mg/dl and the current blood glucose level was 397 mg/dl. The customer assisted with troubleshooting for high blood glucose. The customer was treated with insulin pump and needles for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege insulin pump was under delivering. Customer reports insulin exited at the quick release. The device will not be returned for analysis.